Event description:
Customer reportedly obtained results of 25mg/dl and 93mg/dl on the compact system within 10 minutes. Customer drank sugar water after 25mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.